Event description:
Customer reported that his insulin pump alarmed during prime process. While troubleshooting; customer stated that the drive support cap is flush. Customer also stated that he received a motor error alarm on his insulin pump. Customer reported that the device was not bumped or dropped. Customer stated that he does not use the sensor feature on the insulin pump and that he is unable to rewind it. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed for a motor error alarm during the basic occlusion test due to a protruded and loose drive support disk. The motor passed the motor test. No alarm was noted for the drive support disk. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.